Event description:
It was reported the epg (external pulse generator) will not turn on, even with a new battery. The epg was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the main printed circuit board and battery flex were contaminated. It was also noted that the upper and lower cases were broken, the ring cover and two side bail covers were broken, the battery release, lead flex cover, battery contacts, battery drawer and display were contaminated, the ring was bent, the encoder flex was out of specification and the keyboard pad was cosmetically damaged.